Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. No high current drain sources were found during testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that the device prematurely reached eri. Review of the diagnostics found that the patient had received shocks. Long charge time was noted. The device was explanted.